Event description:
It was reported that two inset infusion sets, 23-inch tubing, failed due to incorrect deployment by the user, and replacements were requested. No reported symptoms. Outcomes included no alerts or alarms and completion of troubleshooting and user education, with replacement supplies provided. Investigation included customer interview and troubleshooting focused on infusion set insertion and connector attachment technique. Investigation of this case revealed use error related to infusion set deployment, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error attributable to user technique.